Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.3, h.6 and h.10. Two opened knife samples were received loose in blisters for the report of being dull. The knives were returned in blisters unrelated to the complaint file. The samples were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, d.10, g.1, g.2 and h.4. Corrected information is provided in section b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received confirms that this report involves two knives that were dull during cataract surgery instead of one as was previously reported.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife was dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.